Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection. The patient underwent a revision procedure where the implantable pulse generator (ipg), leads, lead extensions and burr hole cover were explanted. The patient was doing well post-operatively. The explanted devices were retained by the medical facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7111545. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7111779. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7120693. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7120734. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: null. Batch: 32398637.